Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) leaked water during prep. There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The device will be returned for evaluation. The device was used after a diagnostic procedure.

Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) leaked water during prep. There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The device was used after a diagnostic procedure. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath, the sealant and the advancer tube were not returned for evaluation. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device. However, the balloon could not be inflated due to the catheter¿s lumen being clogged by dried contrast. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon could not be inflated for microscopic examination. A product history record (phr) review of lot f1927002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ balloon loss of pressure¿ could not be confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported failure could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.